Manufacturer narrative:
Product-specific information d4 unique device identifier and h4 manufacture date are unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review noted the kit passed all post sterile inspection checks. For the thrombosis and ischemia in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The runoff shot before repositioning sheath was removed showed great flow and no evidence of thrombus in iliac. After closure, pulses were found to be absent, and another runoff shot was taken that showed a large clot in the iliac. Penumbra was attempted to retrieve clot, but decision made to have vascular surgery perform a cutdown to close access. All physicians involved expressed the patient's hypercoagulable state from autoimmune disease and current disease state was the reason for the clotting. The impella cp was ultimately explanted with a survived outcome.